Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® volux¿ in the chin. Roughly three days later, the patient complained that the chin showed redness and was very turgid. The healthcare professional performed and ultrasound and injected hyaluronidase and believes patient had an aseptic abscess. Event ongoing.